Manufacturer narrative:
Films review summary: the exact cause of reported type ib endoleak could not be determined from the films provided. The anatomy at implant is unknown, and earlier post-implant CT¿s were not available for review and comparison. CT¿s returned from 14 months post-implant revealed that the patient had been implanted with 2 valiant stent grafts. The proximal free-flo device was positioned with the proximal covered stent ~3cm caudal to the lsa, and the second closed web device extended 5 ¿ 6 cm from the proximal device and was positioned ~4cm above the celiac artery. The 7cm diameter taa was seen within the descending thoracic, and contrast was observed outside the stent graft within the distal taa sac most likely coming from a distal type I endoleak. The distal stent graft od measured ~32mm and there was 1cm of remaining distal seal zone length. It is possible that disease progression due to distal thoracic diameter dilatation along with distal seal length decrease may have led to the type ib endoleak. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical product: information references the main component of the system. Other relevant device(s) are: product ID: v amc3232c200tu, serial/lot #: (B)(4), ubd: (B)(6) 2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a 72mm diameter thoracic aortic aneurysm. It was reported that during a follow up performed approximately 1.5 year post index procedure, a type ib endo leak was detected. Per the physician, the cause of the event was due to disease progression and distal aorta dilated beyond size of the endograft. No additional clinical sequelae were reported and the patient is being monitored.